Event description:
Updated event description: it was reported that during service and evaluation, it was determined that the battery handpiece device color band was chipping/fading, failed the leak tightness test, had a sticky trigger, would not run, and the etching was illegible. It was further determined that the device failed pretest for markings, leakage test using bubble emission technique, check for sticky triggers, and check general function of device. It was noted in the service order that the equipment did not work. This event did not occur during surgery. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2025. Al available information has ben disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: b5. Updated event description: upon further investigation, the evaluation of the device has been revised and the event description updated.

Event description:
It was reported that during service and evaluation, it was determined that the battery handpiece device color band was chipping/fading, failed the leak tightness test, and had a sticky trigger. It was further determined that the device failed pretest for markings, leakage test using bubble emission technique, check for sticky triggers, and check general function of device. It was noted in the service order that the equipment did not work. This event did not occur during surgery. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported; however, it was reported that the event occurred in 2025. Al available information has ben disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had a sticky trigger. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to the user, which is user error.